Event description:
Boston scientific received information that the transtelephonic monitoring (ttm) company contacted boston scientific technical services (ts) and stated they were unable to obtain a magnet response from the device. Ts discussed proper magnet placement and advised to have the patient schedule an in office interrogation to ensure device functionality. The field representative is attempting to obtain additional information from the . No adverse patient effects were reported.

Event description:
Additional information was received that the patient was brought into the clinic where they successfully achieved a magnet rate from the device. The battery was noted to be fine. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.